Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown error when connecting the electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. The device was recertified and returned to the customer. The device logs were unavailable for review. Analysis of reports of this type has not identified an increase in trend.